Manufacturer narrative:
Concomitant products information references the main component of the system. Other relevant device(s) are: product ID: computer 9735225r rollingstone s7 rfrb, serial/lot #: (B)(6) product ID: hd drive 9734699 cd/dvd-rw sata beige, serial/lot #: (B)(6) product ID: cable 9733597 external axiem pwr/data, serial/lot #: (B)(6). A medtronic representative went to the site to perform a system checkout. The computer, cd/dvd drive, and axiem power cable were replaced. The system then passed checkout. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout fdm b21, fdr c21, and fdc d16 are applicable to the returned computer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the computer and dvd were returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed with the return computer and dvd. No failure was found with either component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the s7 has been intermittently unresponsive and occasionally boots up to "no signal" on both the staff and camera cart monitor. This issue occurred a few weeks prior and seemed to be working after a software uninstall/reinstall. When issues came up during a case, the site swapped for another system. There was no patient harm and no delay.